Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint devices was not provided. The investigation was unable to determine a cause for the reported death. Death is listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional patient effects reported in the article are captured under a separate medwatch report. Date of death estimated. Date of event estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Article title ¿sex differences in outcomes of transcatheter edge-to-edge repair with mitraclip: a meta-analysis.¿

Event description:
This is being filed to report that in review of a meta-analysis article where patients had undergone a mitraclip procedure, death was reported. This study was a meta-analysis of eleven studies comparing outcomes between men and women who underwent teer (transcatheter edge to edge repair) of the mitral valve with mitraclip. Complications identified peri and post-procedure included death, bleeding, blood transfusion, stroke, heart failure, and hospitalization. The analysis concluded that despite a lower prevalence of baseline comorbidities, women undergoing teer with mitraclip had higher unadjusted rates of periprocedural stroke and bleeding as compared with men. There was no difference in unadjusted procedural success, short-term or long-term mortality. However, women had lower adjusted mortality on long-term follow-up. Future studies are recommended to confirm findings and to assess sex differences in outcomes after teer. Specific patient information is documented as unknown. Details are listed in article titled, sex differences in outcomes of transcatheter edge-to-edge repair with mitraclip: a meta-analysis. No additional information was provided.